Manufacturer narrative:
The reported events were ¿lead was stuck to the ra¿, high capture threshold, high pacing lead impedance, sensing r-wave amplitude, noise, and ¿suspected rv lead fracture¿. As received, only the distal portion of the lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: 2017865-2024-37973. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, r wave amplitude variation, high pacing impedance, fracture and lead stuck to another on the right ventricular (rv) lead the lead was stuck to the atrial (ra) lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.